Event description:
The surgeon implanted a collamer lens model cc4204bf and was removed without pt injury. After implantation, the surgeon decided to use another type of lens. The facility stated there was no product malfunction. The model and lot numbers of the cartridge and injector used during surgery were not specified by the facility.